Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm tmicl12.1 -9.0/1.0/045 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Low vault with lens rotation and transient loss of bcva was observed. Lens exchanged on (B)(6) 2024 with longer length lens and problem was resolved. Status of eye was reported as "trace cells both eyes, adequate vault both eyes negative seidel. Patient has noted improved vision at 1 day follow up both eyes." Cause of event was reported as unknown; "patient was supposed to have a 600 vault. She ended up have an extremely low vault post op."